Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
This patient complained of chest pain and left chest wall persistently twitching for greater than one hour. The lv polarity was changed and the lv pulse amplitude was decreased for phrenic nerve stimulation. The lead remains implanted.